Manufacturer narrative:
The 27th of april, this file has been submitted but disappear from the interface while the acknowledgment had not been received.

Event description:
During a surgery at (B)(6) hospital in (B)(6), a trajectory executed by the robot did not correspond to the planned one. It had a position too anterior regarding the surgeon's planning. The issue was detected by the surgeon before introducing the electrode because the trajectory was clearly not on its planned position. A field service engineer was on site during the surgery. They recreated a trajectory by using its coordinates and the robot reached the correct position without any problem. They failed to reproduce the issue on site.